Manufacturer narrative:
A carefusion certified third party service technician could not duplicate the customer's reported issue. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified third party service center is currently evaluating model lap top ventilator 1150. A follow up report will be submitted when results of investigation become available.

Event description:
The customer reported model lap top ventilator 1150 was having flow sensor problems while connected to a patient. No further detail could be provided regarding intervention but the customer reported that there was no patient harm or injury.